Manufacturer narrative:
Product ID: 3889-28, lot# va0eakj, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp's stated that patient was last seen for interstim recheck on (B)(6) 2018. It was also reported patient was recently scheduled. The patient had the interstim replaced. The patient did not have interstim because it was recently replaced. They lost her controller and found it again.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0eakj, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they had a normal battery depletion replacement done. But that their lead was also replaced because their chiropractor moved the lead wires during an adjustment. No further complications were reported or anticipated.